Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer administered a correction bolus via the pump to address the elevated bg level and did not require third-party assistance. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.